Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with dual chamber ICD and atrial lead dislodgement was observed during pre-discharge check. There were no electrical anomalies. Lead was explanted and replaced. The patient was asymptomatic before, during and after the procedure. There were no other complications.